Event description:
It was reported that during a chronically totally occluded right coronary artery (rca) stenting procedure, during pre-dilatation, a mini trek 2.0 x 20 mm balloon dilatation catheter (bdc) was advanced over a whisper guide wire to the lesion but would not cross due to the totally occluded lesion. The mini trek bdc was removed without difficulty and the same mini trek bdc was reinserted over the whisper guide wire, but as the physician attempted to cross the lesion the proximal hub of the mini trek bdc came loose from the shaft (separated). The mini trek bdc was removed without difficulty and a new trek 2.75 x 20 mm bdc was advanced, but would not cross the totally occluded lesion either. The trek bdc was removed without difficulty and the procedure was abandoned. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and the reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.